Event description:
It was reported that the ventilator shut down without any alarms while it was connected to a pt. The hosp staff re-started the ventilation of the pt but within an hour the unit shut down again. The ventilator was replaced and sent to the hospital's biomed for repair. There was no pt injury. (B)(4).

Manufacturer narrative:
Further info regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The ventilator was examined on site by our field service engineer. It was reported that they could not found any fault on the ventilator (on/off switch) and stated that the ventilator was working according to specification. The evaluation of the log files show that the ventilator has been working according to design, i.e. No indication of a malfunction. The log files could confirm there has been two shutdowns that correlate to the reported issue. The shutdowns has however an expected behavior of a shutdown with the on/off switch. Since our filed service engineer wasn't able to reproduce the reported problem and no goods has been changed. It is our conclusion that there is no evidence to support a ventilator malfunction. The cause of the event could not be established in this investigation.

Event description:
Manufacturer reference number (B)(4). Importer ref number: (B)(4).